Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been completed and no issues were found. The manufacturing evaluation was conducted and the device was returned with the stardrive form rounded along the edges and one lobe has broken off approximately 0.5mm from the tip. The shaft has axial scratches that are consistent with use. The dimensions measured met print specifications except for the stardrive depth because the tip is broken. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible. The product development evaluation states that the driver was evaluated against a ratcheting handle, a 10nm torque limiting handle, and a matrix polyaxial screw and locking cap. It was concluded that the driver performed as intended when evaluated despite the small chip at the tip. It is unknown how the tip became damaged but it did not affect the performance of the instrument. Complaint is indeterminate.

Event description:
It was reported that the t25 stardrive shaft f/matrix long broke. Product occurrence was not relevant to the health of the patient. No other information was provided. This report is 1 of 1 for complaint (B)(4).